Event description:
It was reported that the procedure was cancelled. A 1.50mm rotapro was selected for rotational atherectomy. The rotapro was advanced without dynaglide mode through the guiding catheter and activated at the distal portion of the guiding catheter. There was resistance encountered while loading the burr onto the rotawire, resulting in the rotawire and rotapro becoming bound together and preventing movement of the burr over the wire. The procedure was not completed, and a new procedure was planned in the future. There were no patient complications and patient was fine.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. Visual inspection of the device did not identify any damages or defects. The rotowire used in the procedure was returned and used for analysis. During testing, the returned rotowire was able to be removed and reinserted with light resistance due to a bend in the returned wire. In order to determine the functionality of the rotapro device, a test rotowire was used. The test rotowire was able to be inserted and removed with no resistance or issues. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the procedure was cancelled. A 1.50mm rotapro was selected for rotational atherectomy. The rotapro was advanced without dynaglide mode through the guiding catheter and activated at the distal portion of the guiding catheter. There was resistance encountered while loading the burr onto the rotawire, resulting in the rotawire and rotapro becoming bound together and preventing movement of the burr over the wire. The procedure was not completed, and a new procedure was planned in the future. There were no patient complications and patient was fine.